Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had an infection with sepsis. This right ventricular (rv) lead insulation unraveled and coiled up which made it unable to be removed. No additional adverse patient effects were reported. The rv lead was not returned for analysis.